Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the transfer set was leaking after coming disconnected from the patient line. The event occurred during drain three on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.